Event description:
It was reported that the 9800 system intermittently goes black on the left monitor. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.